Manufacturer narrative:
(B)(4). Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer.

Event description:
Information received by medtronic indicated that the insulin pump had a detached retainer ring. Customer stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.